Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device was opened and the interior of the device was examined. After the device was reassembled, the power issue did not return. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control observed that the device would immediately power on by itself when a battery was inserted into the device. As a result, this could lead to early battery depletion and the device may not be able to power on when needed.